Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 10/29/2018 to the present date 09/30/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there was a production failure q6 200277061 for failure of a pressure test which does not correlate to the customer reported issue.

Event description:
The customer reported the device was broken/damaged.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from the date of manufacture 10/29/2018 to the present date 09/30/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there was a production failure (B)(4) for failure of a pressure test which does not correlate to the customer reported issue.

Event description:
The customer reported the device was broken/damaged.